Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. The explanted device was not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.